Event description:
On (B)(6) 203, it was reported that a generator could not be communicated with while in the operating room for a patient¿s initial implant surgery. The wand battery was sufficient, and the programming system was not plugged in. A second programming system was used with the same failure to communicate. Both programming systems were determined to be working properly. A different generator was successfully implanted. The generator was returned and is pending analysis.